Manufacturer narrative:
It is unknown which date the bsc device was implanted: (B)(6) 2010 or (B)(6) 2015. A second physician was reported with this event; it is unknown which physician implanted the bsc device: (B)(6). There were two hospitals reported with this event; it is unknown where the bsc device was implanted: (B)(6).

Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.